Event description:
It was reported that the expiration date is 2008 and it was implanted the following month. It was further reported that the surgeon was informed and he does not want to take any action.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.